Event description:
Per the report received from romania, edwards received notification of a pascal precision ace procedure performed in the tricuspid position. No device-related issues were reported during or post implantation. On post-operative day 1 (pod 1), a single leaflet device attachment (slda) was identified, with tricuspid regurgitation reported as massive. Approximately one week later, a subsequent procedure was performed in which an additional pascal precision ace device was implanted adjacent to the initial device. Following this intervention, the final tricuspid regurgitation was reported as trace. Patient was in stable condition.

Manufacturer narrative:
Telephone number - e1: (B)(6). It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.